Manufacturer narrative:
Exemption number: e2015015.

Event description:
The clinician reported that on the day the implant was placed in ada site 24, a failure occurred upon insertion in type iii bone. Primary stability was not achieved. Clinician reports an insufficient quantity of bone and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the reporton behalf of neodent - jjgc.

Event description:
The clinician reported that on the day the implant was placed in ada site 24, a failure occurred upon insertion in type iii bone. Primary stability was not achieved. Clinician reports an insufficient quantity of bone and mobility. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.